Event description:
It was reported by the service report that x-frame components were cracked. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.